Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had a alarm which is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was able to clear alarm and able to complete rewind. Customer perform displacement test and no reservoir detected during displacement test. Customer reported that insulin pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Software 2.9d. Retainer ring clear. On (B)(6) 2021, the customer alleged for pump error 130 and expose to MRI. The test p-cap locks properly in place in the reservoir compartment noted. Device received with keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Thus software was utilized and successful. In further review of the device history on the event date of (B)(6) 2021, found no pump error 130 alarm; however, found one pump error 130 alarm on (B)(6) 2021 at 10:17:50. Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarm during testing. Device was cut open to perform visual inspection and found no moisture damage on the motor assembly, electronic assembly, internal battery during the visual inspection. In summary, device passed all required testing. Customer alleged not confirmed for pump error 130 alarm. Unable to verify device expose to MRI. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.